Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "check circuit" alarm occurred. It was determined that the cause was due to the tubing on the active circuit not connected properly. The device tubing kit and sensor board were replaced to address the issue. The device passed final testing.